Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. No anomalies were revealed during visual and microscopic analysis of the returned balloon catheter. Performance test revealed that the balloon was able to be inflated and deflated following flush and use of the patency mandrel to remove blood. The blood inside the device is indicative of the insufficient flush; however, it can¿t be confirmed based on the information available. Information from the complaint stated that the device was in good condition prior to use and was prepared as per device instruction for use (dfu). It is likely that the damage to the device occurred during the clinical procedure. Therefore, operational context was assigned to this event.

Event description:
It was reported that during the procedure, the subject device encountered difficulty deflating. The physician removed the guidewire and the device deflated gradually. The procedure was completed with a different device with no consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the subject device encountered difficulty deflating. The physician removed the guidewire and the device deflated gradually. The procedure was completed with a different device with no consequences to the patient.